Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error (a52) during setting easy bolus. Customer's blood glucose at time of incident was unknown. The customer was advised to revert to backup plan. The customer was advised that we will replace pump. The customer insulin pump is iw.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for two days. Several express bolus, manual bolus and easy bolus deliveries were programmed and delivered during this time. No unexpected a52 alarm occurred or found in the alarm history file. No cosmetic damage noted during our physical inspection.